Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of unknown at the time of the event. The current blood glucose value was unknown. The customer was hospitalized due to low blood glucose and was treated with IV drip (intravenous infusion) and emergency medical service/ emergency room visit. The customer reported mental confusion symptoms related to the low blood glucose event. The customer alleged the insulin pump was over-delivering. Troubleshooting was performed. The insulin pump was used within 48 hours of the low blood glucose event. The smart guard/auto mode was active at the time of the low blood glucose event. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched/peeling display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 29-oct-2023. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 29-oct-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 29-oct-2023 in the pump history file. 10/22/2023 13:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 10/26/2023 05:36:46.000 batteryremoved (55). 10/26/2023 05:36:46.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 10/26/2023 05:36:58.000 batteryinserted (44). 10/26/2023 06:05:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 10/26/2023 06:47:48.000 batteryremoved (55). 10/26/2023 06:47:48.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 10/26/2023 06:47:50.000 batteryinserted (44). 10/26/2023 19:56:06.000 batteryremoved (55). 10/26/2023 19:56:06.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 10/26/2023 19:56:20.000 batteryinserted (44). 10/26/2023 19:56:21.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 10/26/2023 19:56:22.000 batteryremoved (55). 10/26/2023 19:56:22.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 10/26/2023 19:56:25.000 batteryinserted (44). 10/26/2023 19:56:25.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 10/26/2023 19:58:25.000 batteryremoved (55). 10/26/2023 19:58:25.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 10/26/2023 19:58:52.000 batteryinserted (44). 10/28/2023 11:01:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 10/28/2023 11:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 10/28/2023 11:27:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 24 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 10/28/2023 12:42:55 pm. There was no power data available for the date of 10/26/2023. Unable to check power data for failed batt/battery failed alarm. However, the test battery was removed and reinserted with no failed test battery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lostsensor1alert (780) not confirmed. Failedbatttest (58) unknown. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.